Manufacturer narrative:
This report is submitted on february 19, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anaesthesia to replace abutment. The implanted device remains.